Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "static / positive air pressure". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the night tube which connected to patient's stomach was not going down to the drainage bag. When customer moved the bag a certain way it was flush down but only the customer move around. Per follow-up call on 21jun2021, it was reported that the urine does not leave stoma bag and patient had to move the hose that connects to the bag in order to get the urine to move into the night drain bag. Patient had changed bags and no longer has this issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the night tube which connected to patient's stomach was not going down to the drainage bag. When customer moved the bag a certain way it was flush down but only the customer move around.